Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely foreign material stuck in the air/water nozzle could not be sufficiently removed and clogged the nozzle. The root cause of the foreign material could not be specified. The event can be detected/prevented by following the instructions for use which state: " chapter 3 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function [inspection of the water feeding function] 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope exhibited air leaks while turning the angulation knob. The device was returned and an evaluation revealed presence of foreign material inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to damage on up/down knob, water tightness was lost. There were few additional findings. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip, crack and had white clouded area. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesives around objective lens and light guide lens had white-clouded area. Scratches were found throughout the device. Switch was worn out. The universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.